Event description:
A facility representative during an intraocular lens (iol) implant procedure reported that crack on lens was noticed after insertion. The lens was removed and replaced during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).